Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer replaced the sample probe which appeared to resolve the issue. Several abnormal aspiration alarms were present in the analyzer alarm trace. Based on the provided information, the root cause was consistent with a maintenance and/or a hardware issue.

Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas c 503 analytical unit. The initial result was 1.74 mmol/l and the repeat result was 2.30 mmol/l. The repeat result was confirmed on a second cobas analyzer and then reported outside of the laboratory.